Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was alleged that the audio bolus button was under-responsive. It was additionally reported that the button's cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during a visual inspection of the keypad and buttons it was noted that the audio bolus button was detached/missing.